Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of an implant sheet that patient's right hip was revised. A constrained liner, c-taper adapter sleeve, and a ceramic femoral head were implanted. Revision was due to instability.